Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call low blood glucose levels. Customer's blood glucose level went as low as 38 mg/dl. Troubleshooting for low blood glucose levels was performed. Customer's mother was advised to monitor the insulin pump as troubleshooting determined the device is working fine. Customer's mother does not feel comfortable with the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. However, unable to prime the pump during the prime test due to faulty a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. No cosmetic damage was noted.